Event description:
Product was used for contralateral approach. Destination of raabe sheath was mid sfa. Problems started when the sheath was being removed after the procedure was complete. One piece broke off at first, then several pieces started to break off once the sheath started to fall apart. After several failed attempts to remove the sheath, it had to be surgically removed from the patient.

Manufacturer narrative:
This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections, prior to transport. We can advise that per iso standards for sheaths 5.0 and above the minimum break force is 3.37 lb. In addition, the product label informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. Nevertheless, we are aware of the potential for occurrence, and are currently taking the necessary action to prevent this type of complaint from recurring. No product was returned, but no evidence exists to contradict the substance of the complaint. No further action is required at this time due to insufficient risk.